Event description:
Caller states that she received a reading of 448mg/dl on the device and called the doctor as a result. She states she was advised to take more insulin, but not feeling comfortable with doctor diagnosing her over the telephone, went to the hospital. She states that approximately 2 hours after testing at home, a lab was performed and came back with a result of 115mg/dl and also a hospital device test showed her blood glucose at 280mg/dl within 20 minutes of the lab. She reports not taking any medication after obtaining the 448mg/dl reading. No treatment was received at the hospital, per caller. No control solutions were reportedly used. Device was requested to be returned, however caller states that it is a loaner from her docter and can not return it.